Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient is reportedly doing well.

Manufacturer narrative:
The device involved in the event was not returned to bsn by the medical facility.